Manufacturer narrative:
Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02192. It was reported that patient experienced ineffective therapy. Diagnostic testing indicated high impedance on multiple contacts of one lead. Reprogramming did not resolve the issue. Surgery may occur to address the issue. It is unknown which lead has high impedance so both leads are being reported.

Event description:
Additional information was received that surgery occurred to explant and replace the leads to address the issue.